Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 system. The incident occurred in (B)(4). The technician in charge of the maintenance activity traced the problem back to the power plug. It was found that the isolation of the phase connection inside the power plug was melted. The power cable was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova deutschland received a report of a s5 system shutdown during during maintenance activity. There was no patient involvement.